Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Nine days later, the patient was discharged. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered from this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).